Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), implanted: 2005-(B)(6), product type programmer, patient product ID 3587a, lot# lb6894, implanted: 2006-(B)(6), product type lead, product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), product type extension, (B)(4).

Event description:
It was reported the caller noticed for about 1-1.5 months prior to report the stimulation turned itself off. It was stated he noticed this when his leg pain returned so he turned the stimulation back on with the programmer. It was not confirmed with the patient programmer if the stimulation was off. The battery was between 75%-100% charged. The patient was suggested to keep a diary. Additional information stated all impedances were within normal range and stimulation coverage was good.

Manufacturer narrative:
(B)(4)